Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the nurse that during therapy, the patient allegedly experienced skin tears as a result of the pads. It was later reported; that during the re-warm phase of therapy, blisters had allegedly formed, surrounding the chest and inner thigh pads. The blisters were described as pink/reddish in color and consistent with fluid leakage. No medical intervention was provided; however, the patient did receive wound care consultation. Therapy was continued, and 4 hour routine skin checks were performed. It was also reported that the patient allegedly had healthy skin before therapy was initiated, and was on vasopressors.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the nurse that during therapy, the patient allegedly experienced skin tears as a result of the pads. It was later reported; that during the re-warm phase of therapy, blisters had allegedly formed, surrounding the chest and inner thigh pads. The blisters were described as pink/reddish in color and consistent with fluid leakage. No medical intervention was provided; however, the patient did receive wound care consultation. Therapy was continued, and 4 hour routine skin checks were performed. It was also reported that the patient allegedly had healthy skin before therapy was initiated, and was on vasopressors.